Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system that both quality controls and patient samples were showing false resistance to vancomycin with the organism s. Aureus. Additional testing was performed. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information; b5: describe event: it was reported that while using bd phoenix¿ m50 automated microbiology system that both quality controls and patient samples were showing false resistance to vancomycin with the organism s. Aureus. Additional testing was performed. No health impact or consequence reported. The following fields have been updated with corrected and/or additional information; b6: relevant tests/laboratory data: bacterial culture.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system that both quality controls and patient samples were showing false resistance to vancomycin with the organism s. Aureus. Additional testing was performed. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: "a results failure was reported on a phoenix m50 instrument. The customer reported a false resistance to vancomycin on a staph aureus. The sample was repeated and the correct results were received. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse found the instrument to be functioning as expected. The fse performed an optical cleaning and adjustment and a software upgrade. The global service expert performed a review of instrument log files, power, temperature and optics and found them to all be within specification. An application specialist (as) reviewed customer workflow and found no issues, all results came out as expected. A follow up with the customer reports no new failures. The root cause of the failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint."

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, there was false susceptibility with gram positive staphylococci. No patient impact reported. The following information was provided by the initial reporter: "identification problems and antibiograms with gram positive staphylococci."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.